Event description:
It was reported by service report that the bed had no electronic function of its motors after manual CPR release was used. There was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Mounting screw.